Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed and the exact cause for the coil migration cannot be determined. However, stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the stroke event.

Event description:
It was reported that the aneurysm was successfully embolized using two coils. However,10 days post procedure, the patient experienced a stroke. The physician suggested that one of the coil protruded from the aneurysm into the parent vessel. The physician stated that "the patient appeared to be more confused but was already confused when he initially treated her". No further information provided.

Event description:
It was reported that the aneurysm was successfully embolized using two coils. However,10 days post procedure, the patient experienced a stroke. The physician suggested that one of the coils protruded from the aneurysm into the parent vessel. The physician stated that "the patient appeared to be more confused but was already confused when he initially treated her". No further information provided.